Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was not in use on (B)(6) 2018. The cartridge change sequence was completed four times between 11:50 pm on (B)(6) 2018 and 1:00 am on (B)(6) 2018. The ¿tubing filled¿ step was completed four times priming 26.6 units, 10.9 units, 10.5 units and 13 units through the tubing. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with 100 units of insulin. A new cartridge was loaded to address the event. Customer's blood glucose (bg) was 229 mg/dl. During troubleshooting with tandem customer technical support (cts), customer slowly became unresponsive. Emergency services was called by cts. Cts overheard emergency personnel state that customer¿s bg was 30 mg/dl. Customer was transported to the emergency room (ER). Customer was treated; however, customer was not aware of what the treatment was. Customer left the ER 4-5 hours later exhausted and shaky with bg of 107 mg/dl. Reportedly, customer frequently experiences low bg at night and eats a piece of candy to prevent low bg. Customer forgot to eat a piece of candy while troubleshooting the minimum fill issue.